Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured may 9-12, 2025. H11: the device was received for evaluation, not in the original unopened baxter package. Visual inspection via the naked eye noted the blue winged luer cap was missing from the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a large volume infusor was missing. The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.